Event description:
Customer reported that one patient sample showed no reactivity with vs582 in manual gel. Testing was performed with a 15 minute incubation. Repeat testing was negative. Customer was not able to perform testing with an extended incubation. Anti-e was identified using a competitor instrument and cells. No erroneous results were reported.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory. There were no other complaints related to the lack of reactivity with this lot. (B)(4).